Event description:
I got the norvartis products - alcon contact lenses (dailies aquacomfort plus contact lenses) through a doctor's prescription last summer in (B)(6). It is daily disposable contact lenses. It is been almost a year since I started using the products, and I already experienced 4-5 times with contact lenses broken into pieces inside my eyes. I first took two lessons from my doctor learning how to use the contact lenses correctly, then I got several boxes of contact lenses. I believe I follow strictly with the doctor's instruction but still experienced 4-5 times with the contact lenses broken inside my eyes from the time I started using them till now. This wednesday morning ((B)(6)), when I was trying to put both contact lenses in my eyes, the one in my right eye was broken immediately after I put it in. I was able to get the bigger piece out of my eye myself but was unable to get the small piece out till late that afternoon with the help of my husband. Because when my husband got the small piece out of my right eye, it was late afternoon and I could not remember if the small piece could match the bigger piece I took out myself this morning. I drove one hour to see my doctor in (B)(6). After giving some eye exam, the doctor told me that he could not find other piece and believed that there was nothing left in my right eye. However, given to the fact that the contact lenses broken inside my eyes for 4-5 times within a year, I am very concerned with the quality of the lenses. I was told that some people could do worse than that, however, given to the fact that I was trained by the doctor on how to use contact lenses and I have been following the instructions strictly since I started using them, I am very concerned with the quality of the products. I don't know how many people experienced what I experienced recently, but having contact lenses broken inside the eye is scary.